Event description:
This event was reported as a graft abandoned. The reason for reoperation is unk; hemorrhage indicated in medical records on 05/14/1999 per surgeons' office. No further info was provided.